Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2019 through (B)(6) 2019 for suspected gastrointestinal (gi) bleeding. Upon admission, the patient¿s international normalized ratio was 1.7 with patient goal at 1.8-2.2. The patient¿s hemoglobin dropped from 12.6 g/dl to 9.6 g/dl. An esophagogastroduodenoscopy (egd) was performed and during the procedure the patient went into ventricular tachycardia (vt) and the patient was shocked for arrhythmia and went into vt again that night and was shocked by ICD. The patient has a history of vt and patient was dry due to ongoing bleeding. Another egd was performed on (B)(6) 2019 which found 1 polyp with mild ulceration that was not bleeding. The patient was treated for cardioversions for vt. Egd for gi bleeding as well as a stopping anticoagulation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The patient remains ongoing on vad support and no further issues have been reported at this time. The hmii IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values no further information was provided. The manufacturer is closing the file on this event.